Event description:
It was reported that a patient¿s implantable neurostimulator (ins) had a por (power on reset) condition. It was stated that the error code was 0x400, which was seen when the ins was interrogated by a clinician programmer. It was reported that the patient¿s therapy was working fine. The patient reported that he has had ¿3-5 pors in the last 5 years¿. Additional information received reported that the patient had come in contact with emi. It was reported there were no associated symptoms reported and no interventions had been taken or planned. It was reported that stimulation was working well and coverage was adequate for pain relief.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).